Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred, which could not be duplicated on investigation. The pump was observed to power on normally with no alarms. The pump was exercised for 24 hours with no alarms or power issues. The battery cap attached securely to the pump during testing. There was no damage noted to the battery cap, battery compartment, battery connections, or the power circuit. A review of the device history record indicated that the pump was operating within required specifications at the time of release. Unrelated to the complaint, the pump history indicated that call service alarms had occurred, which could not be duplicated during testing. Call service alarms are not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Event description:
On (B)(6) 2011, it was reported the patient noted the insulin pump was self-booting approximately every twenty minutes. Troubleshooting revealed there was no damage to the battery cap or battery compartment, the pump had not been exposed to moisture, the battery cap was intact and secure, and the pump had suffered no trauma. The patient experienced no symptoms of high or low blood glucose levels and denied seeking medical attention. There was no adverse event associated with this issue.